Manufacturer narrative:
Additional information: d9, g3, h3, h6. The reported event was confirmed as one unpackaged ar-8741-40s, driver, t10 hexalobe, short, beveled ft, batch number 1392132, was received for investigation and upon visual inspection, it was observed that the hexalobe tip of the device is heavily twisted and therefore partly broken off (see evaluation pictures 3 + 4). Functional testing was not performed due to the damage of the device. No fragments were returned for evaluation. The most likely cause for the reported failure can be attributed to user error of the device due to over-torquing the screw.

Event description:
It was reported during the screw extraction surgery that the driver twisted when unscrewing a screw. Per complaint reporter there was no harm for patient, operator or third party. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.